Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 21-22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 17cm. The proximal aortic neck measured 30mm in length and the diameter of the iliac arteries were 10mm. The right iliac artery was aneurysmal, however, the amount of calcium and tortuosity of the iliac arteries is unknown. The pt has a history of left ventricular dysfunction and CABG. It is reported that the physician accessed the left iliac artery and had successful outcome (aneurysm exclusion) however, the physician reported difficulty pulling back the nosecone and runners from the delivery system. The physician inflated a pta balloon in the contralateral short limb and was able to pull down the runners without causing the stent graft to slip. The procedure was delayed approximately 1 hour because the pt had to be given new epidural for pain. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.